Manufacturer narrative:
The product investigation could not identify a root cause for the reported inaccurate delivery. Not enough information was provided from the account for further investigation. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. Additional information was provided. (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A nurse reported that during two intraocular lens (iol) implant procedures posterior capsular tears occurred. The leading haptics were straight as the iols were injected into the eyes. The lenses were removed and other lenses were used to complete the surgeries. Additional information was requested.